Event description:
Rn that was caring for the pt stated that the cool guard use in use and that the cool guard alarmed ¿air in trap¿ and immediately went to standby. Rn went to pyxis to go and get another bag of saline and by the time she returned, she noted that blood was backing up into the cool guard ports (only saline is supposed to run through these ports in a closed system). Rn immediately notified physician. Cool guard shut off and central line was replaced within the hour. Once cool guard was removed, both ports or the cool guard were noted to have blood backing into them. Rn supervisor notified. Cl was placed in a biohazard bag and psn filled out per protocol. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.